Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery that does not hold a charge. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator has a battery that does not hold a charge. Diagnostics were performed by the customer, and it was identified that the battery was defective. An order was placed for a replacement battery. The investigation is ongoing.